Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of an unsaturated tampon, the pledget fell apart into pieces. She reported being confident that she manually removed all of the pieces from her vaginal cavity. She did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.